Event description:
It was reported that: "the above implants were implanted in the (B) (6) in (B) (6). Previous surgery date and op report were unavailable. The above implants were explanted due to acetabular shell loosening and acetabular osteolysis. The styker howmedica meridian femoral stem was well fixed and was left in place. The following were implanted: 509-02-62g (B) (4) tritanium shell 62mm, 2080-0030 (B) (4) screw, 2080-0020 (B) (4) screw, 623-10-36g (B) (4) x336mm 10 deg insert, (B) (4) v40 / c-taper sleeve, 18-3675 (B) (4) biolox 36mm + 7.5 ctaper head, and 6184-1-015 (B) (4) hydroset around the proximal femoral stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.